Manufacturer narrative:
Case 2 from the article. Approximately 14 months post implant, patient had ureteral stent placement - right side. Two months after stent removal, patient again experienced fever, severe flank pain, and a nitrite-positive urinalysis. Renal ultrasound again showed severe right-sided hydroureteronephrosis. She underwent repeat stent placement for infected obstruction followed by a successful re-implantation. Intraoperative findings were consistent with congenital refluxing megaureter with an aperistaltic distal segment obstructed by the implanted without evidence of ureteral ectopia. The authors of this article identified that in both cases (this case, case 2 and case 1 reported as 89560-2008-006) a congenital refluxing megaureter with a distal aperistaltic segment could have contributed to development of the obstruction following treatment with dextranomer/hyaluronic acid copolymer. In both patients, the voiding cystourethrogram before dextranomer/hyaluronic acid copolymer injection revealed the classic "beeking" seen in this congenital abnormality. They pointed out that in their experience, they have had no other episodes of ureteral obstruction after dextranomer/hyaluronic acid copolymer injection other than these two cases.

Event description:
Approximately 14 months post treatment, patient experienced fever and severe right-sided flank pain. Ultrasonography showed right-sided hydroureteronephrosis with presumptive obstruction.